Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During variax elbow surgery, the holding sleeve could not hold the screw heads firmly.

Manufacturer narrative:
The reported event that the assembly could not hold the screw head firmly could not be confirmed since the returned devices are fully functional. It was not possible to reproduce the reported failure. Therefore this case is classified as a non-issue. A review of the labeling did not indicate any abnormalities. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Please note that the current IFU reads: "ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alterations that affect the compatibility of the instrument with other instruments or with implants!" Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
During variax elbow surgery, the holding sleeve could not hold the screw heads firmly.